Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that an unseated therapy board was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was not able to shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.